Manufacturer narrative:
General conclusion: -a relationship between the alleged event and the device involved: yes. -event analysis: device rupture. Tests were performed according to ¿wi-001048 pms laboratory testing units¿: the visual inspection of the unit found a device rupture. Microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory, this is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Tests performed confirmed the shell complied with the international specification standards. Test results: in conclusion, it was determined that a probable cause for the event reported was a cut resulting from a sharp instrument used which could have weakened the shell. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
"A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) ¿it is imperative that careful planning and exacting surgical technique are used to reduce iatrogenic damage of implants during primary placement and subsequent reoperations.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Adittionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope". Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Device is pending for testing.

Event description:
Australia - it was reported that after a primary reconstruction using flora tissue expander in (B)(6) 2025, the device deflated and was unable to be expanded after implantation. Upon removal a small leak and rupture around the injector port was noticed.